Manufacturer narrative:
Per the clinic, following explantation, the patient was treated with antibiotics (type and duration not reported). This report is submitted january , 2017.

Manufacturer narrative:
This report is submitted on december 12, 2016, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection with purulent discharge at the implant site resulting in extrusion of the device. Subsequently, the device was explanted on (B)(6) 2016.